Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began the day prior to contact lfs at 6:00pm. The cca noted that the patient manages her diabetes with oral medications. Despite the alleged issue, the patient claimed she took her usual dose of oral medications (metformin) that evening and on the morning of the same day. Approximately 3 1/2 hours after the alleged issue began; the patient claimed she felt sweaty and developed a headache and a dry mouth. It is not known if the patient received medical treatment in response to the symptoms. At the time of troubleshooting, the customer care advocate (cca) confirmed that the patient had replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.